Event description:
It was reported that leads were replaced due to high impedances. Electrodes 0, 8, and 9 had impedances values greater than 10000 ohms. The patient lost stimulation in the right arm. Both leads as well as extensions were going to be returned to the manufacturer. Follow-up determined that stimulation was going to be turned on at a post-operation appointment. All impedance values checked during the operation were within normal range. The patient left the operating room in stable condition. No further follow-up was required at this time as all known information was provided, no date of the appointment was provided, and the impedances checked okay. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: neu_silicone anchor, serial# unknown, product type: accessory. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that the distal end lead conductor was broken. The body conductor was also broken with 10 centimeters of the connector area. Analysis of the lead (serial # (B)(4)) found that the distal end lead conductor was broken. Analysis of the extension (serial # (B)(4)) found distal end of the extension conductor was broken up to the transition point.